Event description:
A customer reported that the device, 60-6085-201a, medium,uterine manipulator, was used in a hysterectomy procedure on an unknown date, and ¿balloon fell off of manipulator which also caused the green cup to fall off¿. Further assessment found the device was in contact with the patient when this issue occurred; however no device fragment or component detached inside the patient. All parts were recovered. The procedure was completed without the use of an alternate device and with no delay. There was no injury, medical/surgical intervention or extended hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
G3 initial awareness date was 17jun26 the device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.